Event description:
It was reported that the patient had a small left convexity subdural hemorrhage. The results were found on an immediate post-operative CT scan without contrast. It did not appear to contribute to significant mass effect and there was no visible intraparenchymal hemorrhage. The patient had a headache from pneumocephalus. It was possibly due to the surgery or anesthesia but no action was taken and the event resolved without sequela on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va09evr, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional from a clinical study regarding a patient who was implanted with a neurostimulator. It was reported the etiology was updated to indicate the event was not related to the device or therapy and remained possibly related to the implant procedure. Additional information received approximately 11 days later reported the etiology was updated to note the event was not related to the device, therapy or implant procedure. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the etiology was updated to not related to the device/therapy and related to the implant procedure. No further complications were reported/anticipated.